Manufacturer narrative:
Evaluation summary: the nanocross balloon dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The nanocross dilatation catheter was received with sanguine residue within the inflation portion of the y-manifold, sanguine residue/fluid within the balloon chamber, and the balloon chamber in a post-inflation profile. Attempts were made to inflate the balloon without a guidewire as a guidewire could not pass through the guidewire lumen. The balloon chamber started to inflate at approximately 4 atm (nominal pressure = 8 atm rated burst pressure = 14 atm). However, at this point a pinhole leak was noted in the proximal end of the balloon chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during inflation of a nanocross pta balloon catheter, the balloon burst and the procedure could not be continued. Lesion morphology is unknown. The balloon was inflated once prior to the burst. Burst pressure and the type of burst were not reported. It is unknown if there were any fragments of the balloon. It was reported that the procedure was completed with this device and no patient injury was reported.